Event description:
It was reported to boston scientific corp that a solyx sis system was implanted in a pt on 2009. According to the complainant, approx six days following the procedure, the pt has urinary retension and must use a catheter intermittently. The following month, the complainant noted, a couple of days ago, the pt was still having some problems with retention, she is retaining about 200 cc's in her bladder after she voids. The physician commented that if there is no improvement in 2 weeks, he will remove the mesh from the pt.

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between the device and the cause for this revent. If there is any further relevant info from that review, a supplemental medwatch will be filed.